Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the type ib endoleak appeared to be coming from the iliac dilating around the vessel.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intervention was performed approximately four weeks later to treat the type ia endoleak with heli-fx endoanchors which were placed posterior and to the right where the endoleak was visualized. It was noted that the endoanchors were not successful in resolving the endoleak. It was also noted during the intervention procedure that a type ib endoleak was observed at the right side and a non mdt stent graft was added to extend the limb by 15mm, landing proximal to the riia. This endoleak was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 44 mm diameter abdominal aortic aneurysm. The infra-renal neck was small in diameter measuring 14 mm and long measuring 27 mm. On follow up approximately 4 years later, the physician reported that the neck has dilated to 55 mm. It was noted that a non mdt stent that was placed with the endurant bifurcate in the index procedure is not opposed to the stent graft and there is a new type ia endoleak. No additional clinical sequelae were reported and the patient will be monitored.